Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event reported on the same pt involving two separate products; associated with mdrs # 1225714-2013-02198, 02199.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report numbers: 1225714-2013-02198 and 1225714-2013-02199. Additional info has been requested and will be submitted upon receipt accordingly.